Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely calcified distal left circumflex (lcx). The lesion was predilated with a 2.0x20mm non bsc balloon and then the 2.75x32mm taxus liberte stent was advanced to the lcx; however, the device was unable to cross the lesion. The lesion was re-dilated and the stent was advanced again but the attempt was unsuccessful. The device was removed from the patient and the procedure was completed with a 2.75x28mm promus element stent. No patient complications were reported. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4): a visual examination identified that the inner and outer were torn from the port to 2mm distal to the port. There was also a hypotube break 20cm from the catheter strain relief. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)